Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at normal inflation pressure. Only the device was removed without problems and the procedure was completed with a different device. No patient complications were reported. Device will not be returned for analysis.

Manufacturer narrative:
(B)(4).